Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The left and right plunger cases were damaged. Multiple flow and occlusion tests were performed to test the device. The reported issue of the device not infusing the right amount was no able to be duplicated. The pump was in calibration, also ran with no problems or alarms and delivered what was programmed. As a preventative maintenance the top cracked case, the damaged plunger cases were replaced. The clutch half's' left and right with leadscrew and spring were also replaced, along with the interconne3ct board.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump is nonfunctional at times. It was reported that the programmed doses are not being infused as programmed. There was no reported injury to the patient.